Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient applied the pod on their abdomen on (B)(6) 2025 at 11:50 a.m. And had dinner at 9 p.m. Patient was not feeling good after dinner and was constantly vomiting. The patient believed they had food poisoning. Patient began having heart palpitations and was driven to the emergency room (ER) at (B)(6) by their mother. The doctor gave the patient a suppository to help with the vomiting. Blood glucose levels were 340 mg/dl. The doctor stated if the patient didn't improve in two hours they should come back. Patient vomited twice more in the car. The patient's mother inspected the pod and noticed the pod was leaking insulin. The pod was worn for between 5 and 24 hours. The patient's blood glucose levels were tested and were over 500 mg/dl. Patient corrected hourly with an insulin pen. The morning of (B)(6) 2025, the patient called their diabetologist and diagnosed the patient with hyperglycemia. Patient was sick for a total of two weeks because all the vomiting had burned their oesophagus and the back of their throat. Their diabetologist said there were two large canker sores in the back of their throat, which is why the patient had difficulty swallowing and was in severe pain. Patient was prescribed a gargle solution for treatment.